Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Stryker orthopaedic's legal affairs department indicated that this event is currently under litigation. No additional information is available at this time. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "patient reported per (B) (4) for his primary case on (B) (6) 2007. Patient had a revision on (B) (6) 2009 and reported having a car accident prior to his revision ((B) (6) 2007). Four months into his revision, the patient was informed by his surgeon that he has a gap in between the metal and bone and has developed a wedge. Patient has reported having tremendous amount of pain during walking and after".